Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced pain. A surgical procedure was performed during which the right cylinder was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1100390256. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4).